Event description:
I used super poligrip from 2005 and still use it now 2009. I have been diagnosed with anemia and nerve damage in left arm. I don't know what is wrong with right leg. I am going for water therapy soon and having xrays done on leg (rt) no diagnoses yet. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2005 - 2009. Event abated after use stopped or dose reduced? No.